Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated on (B)(4) 2012 and the event was determined to be a result of a product malfunction, therefore it is reportable. Device eval: returned was a guide wire, an advancer, a 2-l catheter marked arrow 4 fr x 13 cm on the hub, and another unused catheter marked arrow 4 fr x 13 cm as a reference. The returned guide wire had numerous kinks, bends, and displaced coils at the distal end. The proximal end also had bends and numerous displaced coils. Microscopic examination showed that the core wire was broken approx 12 cm from the distal tip. The od of the guide wire was measured and met specs. The welds were intact at both ends. The guide wire length was measured and met specs. A 0.018" guide wire from lab inventory was passed through the complaint and reference catheters with no resistance. The instruction booklet provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case, it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The device history records for the guide wire and catheter were reviewed with no relevant findings. The report that the guide wire unraveled was confirmed through visual inspection of the returned sample. The guide wire had numerous bends and kinks in it and the core wire was broken 12 cm from the distal tip. Based on the condition of the guide wire and the info provided by the customer, the potential cause of this issue is procedure/pt related.

Event description:
It was reported that in pediatric ICU, the doctor met with difficulty when trying to remove the swg from the 4fr catheter that was placed in the pt's right jugular vein causing the swg to unravel. A pediatric surgery team was called but their attempt to remove the wire failed as well. As a result, both the swg and catheter were successfully removed and replaced. A 5fr catheter was used and placed in the pt's left jugular vein without issue. No surgical intervention was needed to remove the wire. The pt involved was a (B)(6) male, (B)(6) tall, weighing (B)(6), with a medical history of avci, and treatment for bcp + be. There was no reported delay, death, or complications to the pt. The pt remained hospitalized in intensive care but is hemodynamically stable.